Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 117 mg/dl. Reportedly, the customer declined to change the pump supplies to address the issue and declined further follow up from tandem technical support.